Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported a capsular rupture in a patient's eye during a laser assisted cataract procedure. The cubed loose parts of the lens caused the capsular rupture and the loose parts penetrated into the vitreous body. Surgeon did not have the proper equipment to perform a vitrectomy. Surgery was aborted. An intraocular lens was not implanted. A vitrectomy has been planned.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).